Event description:
The company received information that suggested that the nurse intended to place an hme but accidentally placed the speaking valve on a pt with a non-fenestrated tracheostomy tube. The customer reported that after 30 mins, the pt was found in cardio respiratory arrest and was reported to have expired.